Event description:
It was reported that a pt underwent a myomectomy procedure on (B)(6) 2010. Prior to morcellation, the blade housing assembly was attached to the handle with the drive cable. The handle was activated but the blade did not rotate. The procedure was completed with a second like device with no adverse pt consequences.

Manufacturer narrative:
(B)(4). Blade will not rotate; prior to first use. Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.